Manufacturer narrative:
(B)(4). Concomitant medical product: lorenz 2.0 x 11 mm fossa cross-drive screw catalog #: 99-6581 lot #: ni, therapy date: (B)(6) 2017. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00024.

Event description:
It was reported, "a patient-specific tmj prosthesis was implanted. According to the planning of the case, an 11 mm screw in the second last screw hole for the fossa component should be placed, which was done according to the surgeon. The statement of the surgeon: after the operation, it was determined by a post-surgical scan that the mentioned screw is now 3 mm intracerebral." The surgeon advised that the screw was too long, but she will not remove it because there is no impact. Therefore, there is no revision planned. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The design vendor conducted an investigation into the design of this case. The investigation results are as follows: after reviewing the post-op CT scan, tmj design personnel discovered that the surgeon placed the fossa fixation screws at an upward superior angle, thus causing the screws to protrude through the zygomatic arch and also into the middle cranial fossa. The fossa implant sample is designed to be for marking where the screws are to be placed in the fossa area only. It is outside the scope of the manufacturing process as to how the surgeon places the screws into the final fossa component. Therefore, the root cause of this issue is outside the manufacturing process. Device history record (DHR) was reviewed for the patient matched tmj and no discrepancies were found. DHR review was unable to be performed for the screw as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product states in the section titled precautions: the device is limited to surgeons who are adequately trained in the use of the device through hands-on and educational course work. In all cases sound medical practice is to be followed and the surgeon must select the type of device appropriate for treatment. Investigation results concluded that the reported event was due to the angle at which the surgeon inserted the screw. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00024-1.